Event description:
It was reported that the implantable cardioverter defibrillator exhibited an uncorrectable non-maskable interruption. The device had a hybrid defect. There was no patient involved.

Manufacturer narrative:
The reported event of uncorrectable nmi was confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. The device passed memory testing as expected. Bench testing was performed, which includes impedance, sensing, pacing, and high voltage output tests and the device was normal. A single bus error is suspected to be the cause of parity error, however the cause of bus error, leading to a parity error remains undetermined.